Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed alert 32, indicating a delivery motor communication error after multiple resets, and a replacement was provided with the original device returned. Symptoms included no reported changes in blood glucose levels and no adverse clinical effects. Outcomes included the need for device replacement and interruption of normal device use. Investigation included customer troubleshooting and education through remote support and arrangements for device return and replacement. Investigation of the returned device revealed a malfunction related to motor-processor communication consistent with a delivery motor communication issue.